Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to perforation which was confirmed through chest x ray. This rv lead was surgically abandoned and replaced with same model. No additional adverse patient effects were reported.